Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens, 14.5 diopter, into the patient's right (od) eye. The surgeon reports an unexpected refractive result with anterior vault. Lens was explanted. Attempts to obtain additional information have not been successful. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a specimen cup with residue on the lens. Visual inspection found the haptic torn and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -14.5 diopter, into the patient's right (od) eye. The surgeon reports an unexpected refractive result with anterior vault. Attempts to obtain additional information have not been successful.